Event description:
It is reported that the pt has a small area of heterotopic ossification and is experiencing tenderness and pain over the lateral aspect of the hip.

Manufacturer narrative:
Eval summary: primary surgical notes were provided which noted that the bone appeared to be extremely sclerotic. Office visit notes from (B)(6) 2012 were provided which note that the pt had experienced some tenderness and pain over the lateral aspect of the hip that had settled down at that point in time. A small area of heterotopic ossification was noted in x-rays over the posterolateral aspect of the hip. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.